Event description:
Patient reported, right side "rupture". The device has been explanted.

Manufacturer narrative:
Device evaluation: underweight, crease fold, wear abrasion and broken shell. A microscopic analysis was performed which identify, a sharp edge opening assessed, as unidentified tear opening and broken sharp in the posterior side. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a broken sharp in the patch/shell bond edge side assessed, as unidentified (tear) opening. A opening sharp in the posterior side assessed, as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture." The device remains implanted.